Event description:
It was reported that a peritoneal dialysis patient experienced abdominal pain on (B)(6) 2014, the patient was diagnosed with peritonitis and was hospitalized. No cultures were drawn on this patient. The patient's white blood cell count (wbc) was elevated upon admission. The patient was treated with intraperitoneal (ip) fortaz (500 mg/l; frequency, start and stop dates were not reported). Retraining was not done at the time of this report. On an unreported date during the patient's hospitalization, the patient was taken to surgery for an exploratory laparotomy because to rule out that the abdominal pain was due to her gallbladder. During the surgery, the patient's gallbladder was within normal limits but the patient's catheter was coiled in her omentum. The patient's pd catheter was repositioned. Pd therapy was held then restarted in less than 24 hours. The patient's abdominal pain began recovering soon after the pd catheter was repositioned. The peritonitis was noted to be caused by the patient's poor technique and reuse of equipment.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.